Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator could not be inter- rogated and programming was not possible due to loss of telemetry. The remaining longevity to elective replacement indicator (eri) was calculated to four months.